Event description:
It was reported the patient experienced a shocking or jolting sensation in his neck and arms. The patient met with a manufacturer representative at the hospital today for reprogramming because ¿it was like the wires got crossed or something, something was messed up.¿ when the left side was turned on the patient would be shocked on his right side and when stimulation was increased for the left side his right side would be shocked ¿really hard.¿ the shock was in both his neck and arms, ¿like someone stabbed him in the back of the neck and his arms were just on fire.¿ it was reported ¿everything was cool now, everything felt great.¿ there was no known accident or incident related to the complaint ¿unless the shocking was due to the sides being switched happened at implant but this was not for sure.¿ it was noted the patient had three programs. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3986a, lot# n339618, implanted: (B)(6) 2013, product type: lead; product ID 3986a, lot# n339618, implanted: (B)(6) 2013, product type: lead. (B)(4).